Event description:
Pt implanted with ascend blue ac and ascend blue pc pelvic organ prolapse mesh kits. Pt experienced a perioperative bladder laceration, which was repaired. The catheter was removed with no leakage. Pt experienced leakage on second day. At 1-2 week follow-up, dr. (B)(6) discovered formation of a vesicovaginal fistula, exposing the ac mesh. Ascend ac was removed at this time. Ascend pc left implanted in pt with no complications.